Manufacturer narrative:
Additional information g3, g6, h2, h3, h6. The reported event of bleed back could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noted during an af procedure, that after removing the advisor hd grid catheter and inserting the farawave pfa catheter into the agilis nxt 13 fr sheath, there was bleed back from the sheath. The physician was able to aspirate air appropriately but there were hemostasis concerns with the continued bleed back. The sheath was exchanged for a new one and the case was completed successfully with no patient consequences.